Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with full breached outer insulation degradation 4.5 and 5.4 cm from the connector pin. All other anomalies found were consistent with those occurring during procedure.

Event description:
This report is to advise of an event observed during analysis.